Event description:
Literature: marcelissen, t. A., leong, r. K., nieman, f. H., van lankveld, j. J., van kerrebroeck, p. E., de wachter, s. G. Psychological and psychiatric factors as predictors for success in sacral neuromodulation treatment. Bju international. 2011;108(11):1834-1838. Doi: 10.1111/j.1464-410x.2011.10205.x. Summary: this study evaluated if psychological and psychiatric factors can predict the outcome of test stimulation or permanent treatment with sacral neuromodulation in patients with overactive bladder syndrome or non-obstructive urinary retention presenting between 2006 and 2009. Results showed no relationship between the psychological characteristics and the outcome of test stimulation or the occurrence of adverse events with permanent treatment. However, the study showed that patients with a medical history of psychiatric disease appeared to be more likely to encounter adverse events with permanent sacral neuromodulation treatment. Reported events: one patient experienced a decrease in treatment efficacy, resulting in lead revision. One patient complained of pain at the implantable pulse generator (ipg) site. The ipg was moved to the abdomen. Two patients complained of pain at the implantable pulse generator site and were treated conservatively with analgesics. The patient outcomes were not provided.

Manufacturer narrative:
Concomitant medical products continued: unk implanted: unk explanted: unk.